Manufacturer narrative:
.

Event description:
It was reported that a powered wheelchair sped up unintentionally and drove into a ditch. The user went to the hospital with bruised right ankle and foot to get an x-ray and the scan was negative for fractures. Should additional relevant information become available, a supplemental report will be submitted.